Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colostomy take-down. According to the rptr: dr (B)(6) and dr (B)(6) followed normal operative protocol when taking down the colostomy and prepared both the proximal and distal segments for an anastomotic firing. An eea 31 anvil was placed in the bowel after the purse-string was sewn. The bowel was cleaned off to remove any fat. The anvil and stapler were approximated and checked for proper mating. The device was then fired according to IFU and removed following the same instructions. Upon inspection, it was determined that a large segment (approx 1 1/2 cm) was wide open on the anterior side. No "unformed" staples were observed in bowel nor in the eea device. Doctors over-sewed the staple line closing the gap and checked for bubbles. No bubbles were evident on this inspection. A diverting loop ileostomy was performed as a result of this staple line failure. This ileostomy will be taken down in 6-8 weeks as that should be enough time for the eea firing/over-sew to heal. There was no bleeding reported in excess of 250cc...